Event description:
The customer contacted baxter's service center reporting an alarm on the homechoice (hc) during drain 2 of 4 and the care giver (cg) stated that the home patient (hp) woke up and realized that she had become disconnected from the patient line. The hp had reconnected. The cg stated that there was air in the patient line. The technical service representative (tsr) assisted with ending therapy. The hp disconnected using aseptic technique. The cg would notify the hp's peritoneal dialysis registered nurse as soon as possible. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for connection issue is not confirmed because disposable set was not returned to baxter, lot number was not provided for a batch review and user did not describe any types of use errors or other issues that might have caused the reported issue. The assignable cause is undetermined.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.